Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, they are unhappy with their vision. She has obtained a second opinion and is still having problems. The patient constantly sees starbursts, pulsating lights, cannot see in the shadows, and cannot read with or without glasses. A magnifier does help. Additional information was requested.